Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the cause of the lead migration was not identified. It was reiterated that reprogramming was attempted multiple times. The replacement of the lead resolved the lack of tremor control. No complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the cause of the lead migration was not identified. It was reiterated that reprogramming was attempted multiple times. The replacement of the lead resolved the lack of tremor control. Additional information received 2 weeks later reported the event had resulted in in-patient or prolonged hospitalization. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, lot# va1eu1g, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator. It was reported diagnostic methods included device interrogation on 7 different occasions that indicated the settings were not optimal. Following each device interrogation, the patient was then reprogrammed. The diagnostic methods and interventions occurred on the following dates: (B)(6) 2017. Imaging was performed (B)(6) 2017 where it was identified the lead was lateral and posterior. There was a clinical diagnosis of lead migration/dislodgement. The left lead implanted at the subthalamic nucleus (stn) was eventually explanted and replaced on (B)(6) 2017. Etiology was noted as related to the device or therapy and related to the implant procedure. Despite extensive programming, the patient had experienced a lack of right hand and leg tremor control since the left subthalamic nucleus (stn) lead replacement in (B)(6) 2017. It was noted the lack of tremor control was secondary to the lead migration/dislodgement. Following explant, the outcome was resolved without sequelae (B)(6) 2017. No further complications were reported/anticipated.